Manufacturer narrative:
One (1) used/damaged sterling spherical bur was returned to conmed for evaluation on 18-mar-2016. Visual inspection of the returned bur found the tip of the inner tube has detached at weld and the broken tip was returned and this confirmed the reported breakage. The evaluation report also indicated that galling was present on the outer tip. This lot (B)(4) was manufactured on 19-may-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have could or contributed to alleged bur tip breakage. Of the lot containing (B)(4) units, there was no other similar complaint received for this item and lot number combination. In addition, a 2-year review of product history for this device shows other than this complaint there have been no other similar reports received. During this same 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). There have been no serious injuries or death related to the reported breakage or the use of this device. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. Always inspect for bent, dull or damaged burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not use burs for plunge cutting. Damage or injury may occur.

Event description:
The end-user facility reported that during use of the 4.5mm sterling spherical bur in an arthroscopy procedure, the bur head broke off and fell in the surgical site. The broken bur head was safely removed from the patient with no problems or surgical delay reported. Another spherical bur was used to complete the procedure as planned. The procedure was otherwise completed with no further complications or patient injury. This report is raised on the basis of potential injury with recurrence.